Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer's blood glucose at the time of incident at 400 mg/dl and the current blood glucose was 196 mg/dl. Customer stated other blood glucose levels ranging from 250 mg/dl to 300 mg/dl. Customer reported they had low blood glucose of 69 mg/dl. Customer was treated with a pack of (B)(6) for low blood glucose level. Customer was treated with insulin pump and manual injection for high blood glucose level. Customer was assisted with troubleshooting. Customer reported that the auto mode was not active at the time of the incident. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, delivery accuracy test and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing.